Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cellulitis ('cellulitis on my left wrist'), post procedural cellulitis ('post operative cellulitis around my belly button'), complication of device removal ('exploratory lap surgery to correct complications from hysterectomy. I had 2 other surgeries other than getting essure removed') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, diarrhea, nausea, dizziness, restless leg syndrome, dysuria, vitamin d deficiency, cellulitis of abdominal wall and lyme disease. Concurrent conditions included asthma. Concomitant products included ibuprofen for migraine and headache as well as clarithromycin, colecalciferol (vitamin d3), lamotrigine, loratadine (claritin), montelukast sodium (singulair), nystatin, ranitidine hydrochloride (zantac), salbutamol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), hot flush ("hot flashes"), chills ("chills"), mood swings ("severe mood swings,"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding during my period"), device allergy ("allergic or hypersensitivity reaction type: I had a hypersensitivity reaction to essure"), rash ("random rashes"), rash papular ("random bumpy, red, and extremely itchy rashes in large area of my body"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), memory impairment ("short term memory issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infections") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced cellulitis (seriousness criteria hospitalization and medically significant) and post procedural cellulitis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced complication of device removal (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), borderline personality disorder ("borderline personality disorder"), obsessive-compulsive disorder ("ocd"), nausea ("nausea"), allergy to metals ("nickel allergy"), uterine spasm ("uterian cramping") and abdominal pain lower ("lower abdominal pain"). The patient was hospitalized for 3 days. The patient was treated with hydroxyzine, prednisone, vitamins nos and surgery (a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure and surgery to remove endometriosis (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cellulitis, post procedural cellulitis, complication of device removal, endometriosis, hot flush, chills, the last episode of fatigue, mood swings, vaginal haemorrhage, menorrhagia, device allergy, vulvovaginal mycotic infection, urinary tract infection, rash, borderline personality disorder, obsessive-compulsive disorder, rash papular, nausea, feeling abnormal, memory impairment, allergy to metals, dyspareunia, irritable bowel syndrome, alopecia and abdominal pain lower outcome was unknown, the depression, anxiety and migraine was resolving and the weight decreased and uterine spasm had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, borderline personality disorder, cellulitis, chills, complication of device removal, depression, device allergy, dyspareunia, endometriosis, feeling abnormal, hot flush, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pelvic pain, post procedural cellulitis, rash, rash papular, urinary tract infection, uterine spasm, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 previously date of insertion was (B)(6) 2014 colonoscopy):: (2017), surgery to fix complications from my hysterectomy (2018) current weight 104 lbs. On left side ¿ 3 coils are noted & on the right side- 1 coil was noted received treatment for vaginal bleeding, menorrhagia, endometriosis, rash, migraines, nausea, dyspareunia, pelvic pain, fatigue, hair loss, hypersensitivity, weight loss, chill, hot flashes, mood swing, depression, anxiety, borderline personality disorder, and ocd.brain fog, short term memory issues,irritable bowel syndrome, cellulitis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion-as per pfs. Result- essure devices ill satisfactory position with occlusion of both fallopian tubes.-as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, anxiety, depression, nickel allergy, brain fog, nausea, menorrhagia, hot flash, loss of hair, memory loss, fatigue, abdominal pain, cellulitis, rash, cramp and bowel issue". Amendment: the report was amended for the following reason: ¿correction due to discrepancy between coding action item and match point coder query". Event " cellulitis on my left wrist/post op cellulitis around my belly button" was split coded to llt "cellulitis of arm" and "post procedural cellulitis" respectively. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cellulitis ('cellulitis on my left wrist'), post procedural cellulitis ('post operative cellulitis around my belly button'), complication of device removal ('exploratory lap surgery to correct complications from hysterectomy. I had 2 other surgeries other than getting essure removed') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, diarrhea, nausea, dizziness, restless leg syndrome, dysuria, vitamin d deficiency, cellulitis of abdominal wall and lyme disease. Concurrent conditions included asthma. Concomitant products included ibuprofen for migraine and headache as well as clarithromycin, colecalciferol (vitamin d3), lamotrigine, loratadine (claritin), montelukast sodium (singulair), nystatin, ranitidine hydrochloride (zantac), salbutamol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), hot flush ("hot flashes"), chills ("chills"), mood swings ("severe mood swings,"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding during my period"), device allergy ("allergic or hypersensitivity reaction type: I had a hypersensitivity reaction to essure"), incision site rash ("random rashes/ rash near surgical sites"), rash papular ("random bumpy, red, and extremely itchy rashes in large area of my body"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), memory impairment ("short term memory issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infections") and urinary tract infection ("uti"). In march 2015, the patient experienced cellulitis (seriousness criteria hospitalization and medically significant) and post procedural cellulitis (seriousness criteria hospitalization and medically significant). On (B)(6) 2018, the patient underwent incisional drainage ("belly button incision draining"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced complication of device removal (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), depression ("depression / psych injury"), anxiety ("anxiety"), borderline personality disorder ("borderline personality disorder"), obsessive-compulsive disorder ("ocd"), nausea ("nausea"), allergy to metals ("nickel allergy"), uterine spasm ("uterian cramping"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), vaginal discharge ("vag. Discharge"), headache ("headaches"), anaemia ("anemia"), back pain ("back pain"), dysmenorrhoea ("cramping"), mast cell activation syndrome ("mast cell activation syndrome"), lyme disease ("lyme"), abdominal distension ("bloating"), gastrointestinal disorder ("colon issues"), pruritus ("body itching") and tooth loss ("tooth loss") and was found to have bartonella test positive ("bartonella"). The patient was hospitalized for 3 days. The patient was treated with hydroxyzine, prednisone, vitamins nos and surgery (a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure, removal of prolene sutures at umbilical area and surgery to remove endometriosis (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, weight decreased, uterine spasm and headache had resolved, the cellulitis, post procedural cellulitis, complication of device removal, endometriosis, hot flush, chills, the last episode of fatigue, mood swings, vaginal haemorrhage, menorrhagia, device allergy, vulvovaginal mycotic infection, urinary tract infection, incision site rash, borderline personality disorder, obsessive-compulsive disorder, rash papular, nausea, feeling abnormal, memory impairment, allergy to metals, irritable bowel syndrome, abdominal pain lower, bladder disorder, urinary tract disorder, vaginal discharge, incisional drainage, anaemia, back pain, dysmenorrhoea, mast cell activation syndrome, lyme disease, bartonella test positive, abdominal distension, gastrointestinal disorder, pruritus and tooth loss outcome was unknown and the depression, anxiety, migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, back pain, bartonella test positive, bladder disorder, borderline personality disorder, cellulitis, chills, complication of device removal, depression, device allergy, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, gastrointestinal disorder, headache, hot flush, incision site rash, incisional drainage, irritable bowel syndrome, lyme disease, mast cell activation syndrome, memory impairment, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pelvic pain, post procedural cellulitis, pruritus, rash papular, tooth loss, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: discrepancy noted in date of insertion 29sep2014 previously date of insertion was (B)(6) 2014 colonoscopy):: (2017), surgery to fix complications from my hysterectomy (2018) current weight 104 lbs. On left side ¿ 3 coils are noted & on the right side- 1 coil was noted received treatment for vaginal bleeding, menorrhagia, endometriosis, rash, migraines, nausea, dyspareunia, pelvic pain, fatigue, hair loss, hypersensitivity, weight loss, chill, hot flashes, mood swing, depression, anxiety, borderline personality disorder, and ocd.brain fog, short term memory issues,irritable bowel syndrome, cellulitis. Patient had 3 surgeries other than getting essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion-as per pfs. Result- essure devices ill satisfactory position with occlusion of both fallopian tubes.-as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, anxiety, depression, nickel allergy, brain fog, nausea, menorrhagia, hot flash, loss of hair, memory loss, fatigue, abdominal pain, cellulitis, rash, cramp and bowel issue". Patient¿s social records :bloating, bartonella, lyme disease ,anemia, cramping ,back pain and mast cell activation syndrome were added the following information was received from social media colon issues, body itching, tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- colon issues, body itching. Outcome of event pelvic pain, dyspareunia, alopecia, headache were updated. Reporter information were added. On 23-mar-2020: social media received. Event added- tooth loss. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cellulitis ('cellulitis on my left wrist'), post procedural cellulitis ('post operative cellulitis around my belly button'), complication of device removal ('exploratory lap surgery to correct complications from hysterectomy. I had 2 other surgeries other than getting essure removed') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, diarrhea, nausea, dizziness, restless leg syndrome, dysuria, vitamin d deficiency, cellulitis of abdominal wall and lyme disease. Concurrent conditions included asthma. Concomitant products included ibuprofen for migraine and headache as well as clarithromycin, colecalciferol (vitamin d3), lamotrigine, loratadine (claritin), montelukast sodium (singulair), nystatin, ranitidine hydrochloride (zantac), salbutamol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), hot flush ("hot flashes"), chills ("chills"), mood swings ("severe mood swings,"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding during my period"), device allergy ("allergic or hypersensitivity reaction type: I had a hypersensitivity reaction to essure"), incision site rash ("random rashes/ rash near surgical sites"), rash papular ("random bumpy, red, and extremely itchy rashes in large area of my body"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), memory impairment ("short term memory issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infections") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced cellulitis (seriousness criteria hospitalization and medically significant) and post procedural cellulitis (seriousness criteria hospitalization and medically significant). On (B)(6) 2018, the patient underwent incisional drainage ("belly button incision draining"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced complication of device removal (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), depression ("depression / psych injury"), anxiety ("anxiety"), borderline personality disorder ("borderline personality disorder"), obsessive-compulsive disorder ("ocd"), nausea ("nausea"), allergy to metals ("nickel allergy"), uterine spasm ("uterian cramping"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), vaginal discharge ("vag. Discharge") and headache ("headaches"). The patient was hospitalized for 3 days. The patient was treated with hydroxyzine, prednisone, vitamins nos and surgery (a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure, removal of prolene sutures at umbilical area and surgery to remove endometriosis (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cellulitis, post procedural cellulitis, complication of device removal, endometriosis, hot flush, chills, the last episode of fatigue, mood swings, vaginal haemorrhage, menorrhagia, device allergy, vulvovaginal mycotic infection, urinary tract infection, incision site rash, borderline personality disorder, obsessive-compulsive disorder, rash papular, nausea, feeling abnormal, memory impairment, allergy to metals, dyspareunia, irritable bowel syndrome, alopecia, abdominal pain lower, bladder disorder, urinary tract disorder, vaginal discharge, headache and incisional drainage outcome was unknown, the depression, anxiety and migraine was resolving and the weight decreased and uterine spasm had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, borderline personality disorder, cellulitis, chills, complication of device removal, depression, device allergy, dyspareunia, endometriosis, feeling abnormal, headache, hot flush, incision site rash, incisional drainage, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pelvic pain, post procedural cellulitis, rash papular, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 previously date of insertion was (B)(6) 2014 colonoscopy): (2017), surgery to fix complications from my hysterectomy (2018) current weight 104 lbs. On left side ¿ 3 coils are noted & on the right side- 1 coil was noted received treatment for vaginal bleeding, menorrhagia, endometriosis, rash, migraines, nausea, dyspareunia, pelvic pain, fatigue, hair loss, hypersensitivity, weight loss, chill, hot flashes, mood swing, depression, anxiety, borderline personality disorder, and ocd. Brain fog, short term memory issues,irritable bowel syndrome, cellulitis. Patient had 3 surgeries other than getting essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion-as per pfs. Result- essure devices ill satisfactory position with occlusion of both fallopian tubes.-as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, anxiety, depression, nickel allergy, brain fog, nausea, menorrhagia, hot flash, loss of hair, memory loss, fatigue, abdominal pain, cellulitis, rash, cramp and bowel issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: bladder problems, urinary problems, vaginal discharge, belly button incision draining were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cellulitis ('cellulitis on my left wrist'), post procedural cellulitis ('post operative cellulitis around my belly button'), complication of device removal ('exploratory lap surgery to correct complications from hysterectomy. I had 2 other surgeries other than getting essure removed') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, diarrhea, nausea, dizziness, restless leg syndrome, dysuria, vitamin d deficiency, cellulitis of abdominal wall and lyme disease. Concurrent conditions included asthma. Concomitant products included ibuprofen for migraine and headache as well as clarithromycin, colecalciferol (vitamin d3), lamotrigine, loratadine (claritin), montelukast sodium (singulair), nystatin, ranitidine hydrochloride (zantac), salbutamol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), hot flush ("hot flashes"), chills ("chills"), mood swings ("severe mood swings,"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding during my period"), device allergy ("allergic or hypersensitivity reaction type: I had a hypersensitivity reaction to essure"), incision site rash ("random rashes/ rash near surgical sites"), rash papular ("random bumpy, red, and extremely itchy rashes in large area of my body"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), memory impairment ("short term memory issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infections") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced cellulitis (seriousness criteria hospitalization and medically significant) and post procedural cellulitis (seriousness criteria hospitalization and medically significant). On (B)(6) 2018, the patient underwent incisional drainage ("belly button incision draining"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced complication of device removal (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), depression ("depression / psych injury"), anxiety ("anxiety"), borderline personality disorder ("borderline personality disorder"), obsessive-compulsive disorder ("ocd"), nausea ("nausea"), allergy to metals ("nickel allergy"), uterine spasm ("uterian cramping"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), vaginal discharge ("vag. Discharge"), headache ("headaches"), anaemia ("anemia"), back pain ("back pain"), dysmenorrhoea ("cramping"), mast cell activation syndrome ("mast cell activation syndrome"), lyme disease ("lyme") and abdominal distension ("bloating") and was found to have bartonella test positive ("bartonella"). The patient was hospitalized for 3 days. The patient was treated with hydroxyzine, prednisone, vitamins nos and surgery (a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure, removal of prolene sutures at umbilical area and surgery to remove endometriosis (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cellulitis, post procedural cellulitis, complication of device removal, endometriosis, hot flush, chills, the last episode of fatigue, mood swings, vaginal haemorrhage, menorrhagia, device allergy, vulvovaginal mycotic infection, urinary tract infection, incision site rash, borderline personality disorder, obsessive-compulsive disorder, rash papular, nausea, feeling abnormal, memory impairment, allergy to metals, dyspareunia, irritable bowel syndrome, alopecia, abdominal pain lower, bladder disorder, urinary tract disorder, vaginal discharge, headache, incisional drainage, anaemia, back pain, dysmenorrhoea, mast cell activation syndrome, lyme disease, bartonella test positive and abdominal distension outcome was unknown, the depression, anxiety and migraine was resolving and the weight decreased and uterine spasm had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, back pain, bartonella test positive, bladder disorder, borderline personality disorder, cellulitis, chills, complication of device removal, depression, device allergy, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, headache, hot flush, incision site rash, incisional drainage, irritable bowel syndrome, lyme disease, mast cell activation syndrome, memory impairment, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pelvic pain, post procedural cellulitis, rash papular, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 previously date of insertion was (B)(6) 2014 colonoscopy):: (2017), surgery to fix complications from my hysterectomy (2018) current weight 104 lbs. On left side ¿ 3 coils are noted & on the right side- 1 coil was noted received treatment for vaginal bleeding, menorrhagia, endometriosis, rash, migraines, nausea, dyspareunia, pelvic pain, fatigue, hair loss, hypersensitivity, weight loss, chill, hot flashes, mood swing, depression, anxiety, borderline personality disorder, and ocd. Brain fog, short term memory issues,irritable bowel syndrome, cellulitis. Patient had 3 surgeries other than getting essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion-as per pfs. Result- essure devices ill satisfactory position with occlusion of both fallopian tubes.-as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, anxiety, depression, nickel allergy, brain fog, nausea, menorrhagia, hot flash, loss of hair, memory loss, fatigue, abdominal pain, cellulitis, rash, cramp and bowel issue". Patient¿s social records :bloating, bartonella, lyme disease ,anemia, cramping ,back pain and mast cell activation syndrome were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs and social media received. Events: bloating, bartonella, lyme disease, anemia, cramping, back pain and mast cell activation syndrome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cellulitis ('cellulitis on my left wrist'), post procedural cellulitis ('post operative cellulitis around my belly button'), complication of device removal ('exploratory lap surgery to correct complications from hysterectomy. I had 2 other surgeries other than getting essure removed') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, diarrhea, nausea, dizziness, restless leg syndrome, dysuria, vitamin d deficiency, cellulitis of abdominal wall and lyme disease. Concurrent conditions included asthma. Concomitant products included ibuprofen for migraine and headache as well as clarithromycin, colecalciferol (vitamin d3), lamotrigine, loratadine (claritin), montelukast sodium (singulair), nystatin, ranitidine hydrochloride (zantac), salbutamol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), hot flush ("hot flashes"), chills ("chills"), mood swings ("severe mood swings,"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding during my period"), device allergy ("allergic or hypersensitivity reaction type: I had a hypersensitivity reaction to essure"), rash ("random rashes"), rash papular ("random bumpy, red, and extremely itchy rashes in large area of my body"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), memory impairment ("short term memory issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infections") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced cellulitis (seriousness criteria hospitalization and medically significant) and post procedural cellulitis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced complication of device removal (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), borderline personality disorder ("borderline personality disorder"), obsessive-compulsive disorder ("ocd"), nausea ("nausea"), allergy to metals ("nickel allergy"), uterine spasm ("uterian cramping") and abdominal pain lower ("lower abdominal pain"). The patient was hospitalized for 3 days. The patient was treated with hydroxyzine, prednisone, vitamins nos and surgery (a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure and surgery to remove endometriosis (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cellulitis, post procedural cellulitis, complication of device removal, endometriosis, hot flush, chills, the last episode of fatigue, mood swings, vaginal haemorrhage, menorrhagia, device allergy, vulvovaginal mycotic infection, urinary tract infection, rash, borderline personality disorder, obsessive-compulsive disorder, rash papular, nausea, feeling abnormal, memory impairment, allergy to metals, dyspareunia, irritable bowel syndrome, alopecia and abdominal pain lower outcome was unknown, the depression, anxiety and migraine was resolving and the weight decreased and uterine spasm had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, borderline personality disorder, cellulitis, chills, complication of device removal, depression, device allergy, dyspareunia, endometriosis, feeling abnormal, hot flush, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pelvic pain, post procedural cellulitis, rash, rash papular, urinary tract infection, uterine spasm, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 previously date of insertion was (B)(6) 2014 colonoscopy):: (2017), surgery to fix complications from my hysterectomy (2018) current weight 104 lbs. On left side ¿ 3 coils are noted & on the right side- 1 coil was noted. Received treatment for vaginal bleeding, menorrhagia, endometriosis, rash, migraines, nausea, dyspareunia, pelvic pain, fatigue, hair loss, hypersensitivity, weight loss, chill, hot flashes, mood swing, depression, anxiety, borderline personality disorder, and ocd.brain fog, short term memory issues,irritable bowel syndrome, cellulitis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion-as per pfs. Result- essure devices ill satisfactory position with occlusion of both fallopian tubes.-as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, anxiety, depression, nickel allergy, brain fog, nausea, menorrhagia, hot flash, loss of hair, memory loss, fatigue, abdominal pain, cellulitis, rash, cramp and bowel issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cellulitis ('cellulitis on my left wrist/post op cellulitis around my belly button'), complication of device removal ('exploratory lap surgery to correct complications from hysterectomy. I had 2 other surgeries other than getting essure removed') and endometriosis ('endometriosis') in a (B)(6) female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, diarrhea, nausea, dizziness, restless leg syndrome, dysuria, vitamin d deficiency, cellulitis of abdominal wall and lyme disease. Concurrent conditions included asthma nos. Concomitant products included ibuprofen for migraine and headache as well as clarithromycin, colecalciferol (vitamin d3), lamotrigine, loratadine (claritin), montelukast sodium (singulair), nystatin, ranitidine hydrochloride (zantac), salbutamol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), hot flush ("hot flashes"), chills ("chills"), mood swings ("severe mood swings,"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding during my period"), hypersensitivity ("allergic or hypersensitivity reaction type: I had a hypersensitivity reaction to essure"), rash ("random rashes"), rash papular ("random bumpy, red, and extremely itchy rashes in large area of my body"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), memory impairment ("short term memory issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infections") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced cellulitis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced complication of device removal (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), borderline personality disorder ("borderline personality disorder"), obsessive-compulsive disorder ("ocd"), nausea ("nausea"), allergy to metals ("nickel allergy"), uterine spasm ("uterian cramping") and abdominal pain lower ("lower abdominal pain"). The patient was hospitalized for 3 days. The patient was treated with hydroxyzine, prednisone, vitamins nos and surgery (a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure and surgery to remove endometriosis (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cellulitis, complication of device removal, endometriosis, hot flush, chills, the last episode of fatigue, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, vulvovaginal mycotic infection, urinary tract infection, rash, borderline personality disorder, obsessive-compulsive disorder, rash papular, nausea, feeling abnormal, memory impairment, allergy to metals, dyspareunia, irritable bowel syndrome, alopecia and abdominal pain lower outcome was unknown, the depression, anxiety and migraine was resolving and the weight decreased and uterine spasm had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, borderline personality disorder, cellulitis, chills, complication of device removal, depression, dyspareunia, endometriosis, feeling abnormal, hot flush, hypersensitivity, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pelvic pain, rash, rash papular, urinary tract infection, uterine spasm, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2014 previously date of insertion was (B)(6) 2014 colonoscopy): (2017), surgery to fix complications from my hysterectomy (2018). Current weight: (B)(6). On left side ¿ 3 coils are noted & on the right side- 1 coil was noted. Received treatment for vaginal bleeding, menorrhagia, endometriosis, rash, migraines, nausea, dyspareunia, pelvic pain, fatigue, hair loss, hypersensitivity, weight loss, chill, hot flashes, mood swing, depression, anxiety, borderline personality disorder, and ocd.brain fog, short term memory issues,irritable bowel syndrome, cellulitis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion-as per pfs. Result- essure devices ill satisfactory position with occlusion of both fallopian tubes.-as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, anxiety, depression, nickel allergy, brain fog, nausea, menorrhagia, hot flash, loss of hair, memory loss, fatigue, abdominal pain, cellulitis, rash, cramp, bowel issue. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received: new events added-"hot flashes", new events: "chills, fatigue, mood swings, vaginal bleeding, menorrhagia, hypersensitivity, yeast infections, uti, rashes, cellulitis, depression, anxiety, borderline personality disorder, ocd, random bumpy, red, itchy rashes, migraines / headaches, nausea,brain fog, short term memory issues, nickel allergy, endometriosis, dyspareunia (painful sexual intercourse),pelvic pain, fatigue,weight loss,irritable bowel syndrome, hair loss, uterine cramping, lower abdominal pain,exploratory lap surgery to correct complications from hysterectomy. I had 2 other surgeries other than getting essure removed", reporter, concomitant drug, lot number, lab data, concomitant condition, treatment drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.